Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during a balloon dilatation procedure performed on an unknown date. During the procedure, it was noted that inflation was unable to perform due to balloon ruptured. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to 11/01/2021 as no event date was reported. Block h6: device code a0402 captures the reportable issue of balloon burst. Block h10: investigation results: a visual and microscopic examination of the returned complaint device found that the balloon was torn longitudinally, which confirms the reported event of balloon burst. No damage found on the catheter of the device. Based on the available information, it is possible that factors encountered during the procedure, such as the interaction with any surface during the procedure could create friction on the balloon, causing the problem of torn longitudinal, which was perceived as a burst during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during a balloon dilatation procedure performed on an unknown date. During the procedure, it was noted that inflation was unable to perform due to balloon ruptured. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.